Event description:
Medtronic received info that this bioprosthetic valve, implanted 9 months, was explanted due to stenosis, secondary to endocarditis (streptococcus bovis).

Manufacturer narrative:
Device history reviewed. Results other = device history review found the product met specifications when released for distribution. Conclusion: other = cause of event attributed to pt related condition. Analysis: upon receipt at medtronic's quality laboratory, the right and non-coronary cusps were stiff due to extensive mineralization on the outflow. The left cusp was stiff but slightly flexible. Two small clusters of mineralization were seen on the inflow tunica and belly of the left cusp. Glistening off-white pannus remained attached to the sewing ring on the inflow adjacent to the non-coronary and left cusps, extending over the tissue and base stitching, into the noncoronary felt inferior coaptive area and 1 to 1.5 mm onto the inflow of the non-coronary and left cusps. An unk amount of pannus appears to have been removed on the inflow and outflow of the valve. Radiography showed moderate to extensive mineralization on the outflow of all cusps. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for products released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to post tissue overgrowth. These findings are generally considered a pt related condition. Additionally, the physician reported the cause of death as endocarditis.